Event description:
It was reported that during a coronary stent procedure, the physician was unable to cross the lesion. Upon removal of the delivery/stent device system, damage to the stent was noted. No patient injuries or complications were reported.